Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (cannot baseline pt) has been confirmed. Upon eval, both channels (side-side and front-back) were noisy when the electrode belt cable (between ECG b to the distribution node) was manipulated. The cause for the channel noise cannot be positively determined but was likely the result of damaged internal wiring. No adverse event resulted from the defective cable. The pt received a replacement electrode belt.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that she was unable to baseline the pt. The psr was unable to troubleshoot the issue. The pt was issued a replacement electrode belt.